Event description:
It was reported to philips that the monitor intermittently displayed a black screen due to a defect on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the monitor and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).